Event description:
During a clinic follow-up, undersensing and low pacing impedance were observed on the right ventricular (rv) lead. Insulation damage of the rv lead was suspected, but was unable to be confirmed. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received that the right ventricular (rv) lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.